Event description:
It was reported that during device interrogation, inappropriate automatic mode switches due to far r wave oversensing were observed. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
.